Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low". A specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed carbohydrates to address their bg. Reportedly, the customer contacted health care provider to obtain updated settings.